Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
A manufacturing representative (rep) reported that an overdischarge was alleged. They could not establish with either the patient programmer (pp)/implantable neurostimulator recharger (insr) or clinician programmer (cp). The last successful recharge was approximately 6 months ago. There was no plan on bringing the implantable neurostimulator (ins) out of the overdischarge. The primary reason for the call was MRI related. The patient needed a brain MRI. Therapy was not working and the patient had not used it for 6 months. The doctor was aware of the patient not using stimulation. The patient's relevant medical history includes non-malignant pain and degenerative disc disease.